Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced discomfort at the pocket site and had difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the ipg pocket was adjusted. The patient was doing well postoperatively and the device remains implanted.